Event description:
A hospital biomed experienced contact with hydrogen peroxide while removing a used cassette from a sterrad® 100nx. He stated that the tips of his two fingers and thumb turned white. He washed his hands with soap and water and the issue resolved after ten minutes and is now fine. He was not wearing ppe when removing the used cassette.

Manufacturer narrative:
The IFU states the following: warning! Hydrogen peroxide is corrosive concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Warning! Risk of skin injury direct hydrogen peroxide contact with the skin can cause severe irritation. Wear chemical resistant latex, pvc (vinyl) or nitrile gloves when handling used cassettes or ejected cassettes, items from a cancelled cycle, or items that have moisture present after a completed cycle. Immediately take off contaminated clothing and rinse thoroughly with water to avoid potential fire hazard and wash before re-use.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for sterrad 100nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100nx did not reveal a trend for h2o2 skin contact. Trending analysis for h2o2 skin contact issues associated to the sterrad 100nx did not indicate a significant trend. (B)(4)). There was no service performed on the sterrad 100nx; therefore, there were no parts replaced and no samples returned for investigation. The root cause was determined to be that the cassette was improperly inserted into the sterilizer. The biomed handled a used cassette without wearing proper ppe. There is a CAPA for the sterrad 100nx regarding cassette insertion mistakes.